Event description:
It was reported that during a thyroidectomy procedure, after about 2 hrs of using the generator, it kept saying "instrument failure". The machine was switched off and the shears were re-assembled. It was then noticed the active blade had snapped off on the scrub table. Another pair of shears were used and it worked fine. No pt consequence.